Event description:
It was reported to boston scientific corp that a pt underwent a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, during the procedure the physician noticed that the raytec sponge was wet. The physician then paused the case and looked at the cervix and noticed that the pt's vagina was burned. The case was aborted. Post procedure, approximately a couple days later, the pt was seen again complaining of pain and peeling of the skin. The physician states that the burn(s) were second degree located on the vaginal wall approximately 2cm in diameter and the second burn was about 3cm in diameter on the pt's vulva area. The physician prescribed silvadene cream for treatment. The pt is being followed by the physician.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval since it was disposed of; and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. One possible lot have been identified for the device. A review of the device history record (DHR) was performed on this lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for this lot for this event type. The 2007 15- month hta procedure set complaint trend report inclusive of all failure modes, was reviewed, no adverse trend was noted. The hta user's manual states that the pt thermal injuries are a possible adverse event associated with the use of hta. The hta user's manual also states that it is the users responsibility to ensure a cervical seal at all times in order to prevent thermal injuries.